Event description:
Nicardipine drip was infusing via infusion pump. The pump displayed an error message on the screen, but did not alarm. The medication was not infusing. The patient's blood pressure was slightly elevated from baseline, but overall there was no harm to the patient.